Event description:
It was reported that the foley catheter would be out of use on (B)(6) 2023, so the doctor ordered to replace a new foley catheter for the patient on (B)(6) 2023. A disposable 18fr double-lumen latex catheter was used. The catheterization process went smoothly and was properly fixed. At 17:02 in the afternoon, when the patient was helped to turn over, it was found that the urinary catheter had fallen out from the urethral opening. Upon checking the front end of the urinary catheter, the balloon was found to be burst and this was reported to the doctor. Then the doctor advised to use the urine collection bag instead of catheterization and keep observing the situation of urine. As per follow up via ibc on 16jan2023, there were no missing pieces of balloon.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy: scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter would be out of use on(B)(6)2023, so the doctor ordered to replace a new foley catheter for the patient on (B)(6)2023. A disposable 18fr double-lumen latex catheter was used. The catheterization process went smoothly and was properly fixed. At 17:02 in the afternoon, when the patient was helped to turn over, it was found that the urinary catheter had fallen out from the urethral opening. Upon checking the front end of the urinary catheter, the balloon was found to be burst and this was reported to the doctor. Then the doctor advised to use the urine collection bag instead of catheterization and keep observing the situation of urine. As per follow up via ibc on (B)(6)2023, there were no missing pieces of balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.